Manufacturer narrative:
Conclusion code: field left blank - no available code for undetermined or unknown cause. The customer¿s report of a crack and leak was confirmed. Visual inspection of the set noted a tear in the tubing right at the engagement of the tubing to the lower fitment assembly. Further visual inspection of the lower fitment assembly slide clamp component noted no sharp edges or flash on the areas that made contact with the tubing. No other damages or any issues were observed. Functional testing was unnecessary as the damage was obvious. The root cause of the customer¿s report of a leak was identified as a tear in the pvc tubing.

Manufacturer narrative:
Correction: initial reporter address.

Event description:
Customer reported that the IV set cracked and leaked inside the pump module while in use on a patient. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.